Event description:
Caller reported experiencing a recurring notification related to a minimum fill issue. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer addressed the high blood glucose levels using correction injections via multiple daily injections (mdi) and did not require third-party assistance. Despite the customer's reluctance to engage in further troubleshooting or provide additional details, a loaner pump was approved by csa shane checkley since the customer's pump was out of warranty. The customer planned to use mdi as a backup therapy.